Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Not explanted. Device history records was conducted. The report indicates that: 04.210.112s - 8988237, manufacturing site: (B)(4), supplier: (B)(4) (sterilization), manufacturing date: 26.may.2014 (delivered from supplier to (B)(4)), expiry date: 01.may.2024, this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile (attached) were reviewed with the following result: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number 04.210.112, lot# 7677917, manufacturing location: (B)(4), manufacturing date: 05/07/14, ncr# (B)(4) was written against raw material lot# 6802603 that was used for the production of lot # 7677917. The coil diameter was written up as undersized but found acceptable for use. From a manufacturing standpoint the nonconformance issued against the raw material would not contribute to the complaint condition since product manufactured from raw material is checked at subsequent inspection operations. An investigative summary was completed, the investigation of the complaint articles has shown that: no products were not returned and an investigation could not be performed. No indication for material or design related issue was found. No material will be returned to (B)(4) for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty inserting the reported va locking screws during surgery of distal radius fracture as the cutting flute of the va locking screws did not cut at all. Eventually, the surgeon drilled the cortical bone, then the reported va locking screws could be inserted. There was 5 minutes of surgical delay. No adverse consequence to the patient was reported. This report is 2 of 2 for (B)(4).